Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) earl y. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758 implantable tachy lead (B)(6) 2010; 5076-45 implantable pacing lead (B)(6) 2010; 419478 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.